Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that during an aneurysm excision and embolus/thrombus ablation the clinician tried to approach the artery by cutting down the upper knee, there seemed to be the tip of the catheter in the lateral branch. Reportedly, the clinician tried to deflate the balloon but failed. Reportedly, when the clinician removed the catheter while the balloon was inflated, it was observed that the whole balloon part was detached from the catheter. The hospital reported that they believe that the balloon remains inside of the patient and that removal of the balloon was not attempted as the physician did not feel that retrieval was necessary. Reportedly, there were no patient complications or injuries, however, the hospital is monitoring the patient.